Event description:
Boston scientific received information that a high impedance measurement of over 4,000 ohms was observed on a competitor¿s right ventricular (rv) lead during a pacemaker change out procedure. A review of the device memory revealed that a forced lead impedance test was performed prior to explant which indicated high out-of-range pacing impedance measurements. Further, there had been a change in pacing impedances the week prior during which there was a day or two of higher pacing impedances. The physician decided to explant the whole system and implant a new system. The device is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Upon visual investigation, no holes were noted in any seal plugs and all four setscrews moved freely. The device was interrogated with a programmer and forced lead impedance measurements were performed. Measurements throughout these tests were within normal limits. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings.